Event description:
Pt admitted for treatment of recurrent ventral hernia. Per the operative report, the "reprocessed harmonic failed to work..." New instrument opened and case completed without harm to pt.